Event description:
Complainant alleged that medics attended to a pt that was unresponsive but down. The pt apparently had a pulse and blood pressure the entire time. The pt was analyzed as a precaution and at that time, the unit indicated "no shock advised" and displayed the "if no pulse peform CPR" user-interface message. The medics continued to treat the pt and for an unk reason, the pt was analyzed again. At this point, the pt was beginning to regain consciousness as the analysis returned a "shock advised" determination. The medics recognized there was an error and internally dumped the charged energy. No energy delivered to the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. Please refer to the copy of page 1-4 of the m-series operator's guide which states, "use of the device in the semi automatic mode for defibrillation is indicated on victims of cardiac arrest where there is apparent lack of circulation as indicated by: unconsciousness, absence of breathing, and absence of pulse.